Event description:
It was observed during the device inspection, that the ultrasonic surgical device exhibited the probe had broken around the outer pipe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
New information added to the following fields: h4 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d4 "primary unique device identification (UDI) number" of the initial report, was "(B)(6)" is being corrected to "(B)(6)". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one (1) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error and the broken probe possibly occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe causing an error. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor the field performance for this device.